Event description:
It was reported that patient had an infection and was hospitalized. It was noted that patient had redness at the implant site. The patient was placed on antibiotics and the devices were all explanted. The explanted device will not be return as it was kept at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).